Event description:
A report was received that the patient had charging issues. It was unclear if it was the weight gain or the ipg had rotated in the pocket but the patient could not make contact with the ipg and charging the system. The patient will undergo a revision where the ipg will be relocated.